Event description:
It was reported that additional intervention was required to exchange the ekos device. An ekos endovascular device, 135x50cm was selected for use in a deep venous thrombosis procedure to treat a pulmonary embolism. The ekos device was placed at the iliofemoral level without issue. After six hours of ekos therapy, there was an alarm on the console, indicating there was an issue with the transducer of the ultrasonic core (usc). Troubleshooting was unable to resolve the issue. As a result, the patient was returned to the hemodynamics lab and the ekos device was exchanged. The procedure was completed successfully, and there were no reported patient complications.